Manufacturer narrative:
The hardware failure was updated to axiem communication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The connections between the axiem box and system as well as the axiem box and emitter were good. It was noted the system could communicate with the axiem box. However, ports 1 and 2 on the axiem box were broken physically and could not be repaired. The axiem box was replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box could not identify the instrument. Port 1 and port 2 of the axiem box were not working well and were not able to identify instruments. There was no patient present when this issue was observed.